Event description:
This MDR is for the coaguchek xs strip lot 29494221. (B)(4). Customer complained of discrepant back to back inr results using coaguchek xs meter (B)(4). Customer tested three times by fingerstick on the meter and the results were 6.6 inr (strip lot 29494221), 4.5 inr (strip lot 27216421) and 3.9 inr (strip lot 28124121). The tests were all within all performed within 10 minutes and a new finger was used for the each test. The customer has a therapeutic range of 2.0-3.0 inr. Customer has no antiphospholipid antibodies, no anemia, no heparin or direct thrombin inhibitors, no medication changes, no health or diet changes and no bleeding or bruising symptoms. There was no allegation of an adverse event. Retention test strips (294942, 281241, 272164) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.